Event description:
A report was received that the patient's precision system was explanted due to pain at the ipg site. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.